Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: received for analysis two unopened samples of product code jj31g, lot pgz240. The product code is control release and required eight strands per packet. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Events were submitted via medwatches 2210968-2020-02811, 2210968-2020-02812, and 2210968-2020-02814.

Event description:
It was reported that the patient underwent a partial hysterectomy on (B)(6) 2020 and the suture was used. During surgery, the suture detached from needle during use. There were no patient consequences reported.